Event description:
Reporter alleged blood glucose measured in the 400s mg/dl back to back with a result in the 200s mg/dl when performed immediately after each other. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.